Event description:
It was reported, the patient received inappropriate high voltage therapy. Upon interrogation of the device, it was noted there was an alert for high impedance. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead impedance is varying and the superior vena cava (svc) coil impedance is higher than expected.